Manufacturer narrative:
No conclusion code available; the reported field event of premature battery depletion was confirmed during the analysis. Review of the device image showed high current drain. The device was tested on the bench and high current was observed. When power was removed from the hybrid and re-applied, device showed normal current drain. The high current drain could not be reproduced.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that current drain was increased within a short time frame. During successive follow-ups, high current drain with decrease in battery voltage and projected longevity was observed. Device was explanted and replaced. Patient's condition was stable before, during and after the procedure.